Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a damaged grommet. The returned device indicated a missing set screw.

Event description:
It was reported that the grommet of the implantable pulse generator (ipg) was damaged during implant. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.